Manufacturer narrative:
This medwatch reflects two products with the same catalog and lot number. One guidewire has been received; however, the analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
The nurse put the atw wire into the introducer tool and said that the wire lining was flaking off. She tried a second wire. The same thing happened.